Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating glucose readings and felt ¿low¿ while the ilet displayed elevated values; a fingerstick later showed 243 mg/dl compared with a concurrent ilet reading of 272 mg/dl, and the user sought urgent care for a pain flare that clinicians assessed as unrelated to glucose management. Symptoms included hyperglycemia, malaise, and needle stick from blood glucose testing. Outcomes included characterization as a serious illness/impairment event and an unexpected medical intervention involving medication, without admission or prolonged hospitalization. Investigation included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed no specific findings, with insufficient information regarding device performance and insufficient information on the device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.